Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and no power alarm and was unable to clear the alarm. Customer does not recall any significant events leading to the error, except the customer cleared the no power alarm and then received the button error. Customer's blood glucose was 192 mg/dl at the time of incident. Troubleshooting was done for button error and customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
All operating currents are within specification. The insulin pump passed self-test. No unexpected low battery or off no power alarms noted. All buttons functioned properly. However, the insulin pump corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked display window and scratched reservoir tube window.